Manufacturer narrative:
Per case notes, the sensor was removed on (B)(6) 2023. The user took aleve for post procedure pain and is doing well.

Event description:
On (B)(6) 2023, senseonics was made aware of an adverse event where the physician was unable to find and remove the sensor in the user's arm.